Event description:
It was reported that at follow-up a decrease in impedance was observed. X-ray revealed that the lead had dislodged. Upon opening the pocket, it was noted that the ICD was not fixated and that the pocket seemed larger. Twiddler's syndrome was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.